Event description:
Meter name: one touch basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: generally unwell. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was unknown. The result on the lab was unknown but customer stated was very high. The time difference between patient's meter and lab was unknwon. Treatment was unknown. No further information has been reported.